Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06675. It was reported that when the patient presented for follow up in clinic, dislodgement was noted on the right ventricular (rv) lead. As per the physician, the patient had manipulated the device over the last year due to which device migrated inferiorly and dislodged the rv lead. It was confirmed with x-ray. During revision procedure, the lead was disconnected from header, but x-ray showed that the lead could not be extracted due to helix rotation issues. The lead was then explanted with mild traction and replaced. The physician did not allege the device or the lead but stated that it was solely the fault of the patient "playing with the device over the last year". The patient did not experience any adverse consequences.